Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. The analyst noted that the stylet was not returned with the lead. Test was performed using a stylet sample. There was difficulty inserting the stylet through the pin and connector leg. Destructive analysis was performed and found dried blood obstructed inside the coil lumen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was resistance using the stylet and difficulty inserting the stylet into the right ventricular (rv) lead. The lead was not implanted and was replaced. No patient complications have been reported as a result of this event.